Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient presented to the hospital. Fluoroscopy revealed that the left ventricular lead was dislodged. The lead was explanted and replaced on (B)(6) 2015. The patient was stable after the procedure.